Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that the patient¿s implantable neurostimulator (ins) battery had died in 2013. The patient stated that they contacted the manufacturer around that time to get it rebooted but it never got coordinated or resolved. The patient had a replacement surgery scheduled for (B)(6) 2017. No patient symptoms were reported. Indications for use are spinal pain and post lumbar laminectomy syndrome. Additional information received from the manufacturer representative (rep) indicated that they became aware of the event on the day that they called. The cause of the ins dying was not determined, although they believed it was due to not recharging. There was no troubleshooting done and the issue was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.